Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, the sensation plus 40cc intra aortic balloon (iab) showed optical sensor failure. No harm or injury reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. A kink was found within the membrane approximately 13cm from iab tip. Three kinks were found on the catheter tubing and inner lumen approximately 67.6cm, 74.4cm and 75.9cm from the iab tip. Additionally, the optical fiber was found to be broken at the kinked location of 67.6cm. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no.: (B)(4).